Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that it was not possible to lock the screw into the lcp 3.5 t-plate. This is report 10 of 10 for (B)(4).